Event description:
It was reported device stopped infusing. Gentamicin, programmed at 0.3ml/hr stopped infusing. The device went into standby mode when the device displayed a yellow light. The clinician did not pause or delay the infusion. The device was turned off, restarted, and there were no infusion issues. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the device stopping infusion and entering standby mode was not confirmed during log review and could not be replicated during testing. Thorough laboratory testing of the suspect syringe module confirmed its performance was within specified parameters, with no errors or malfunctions detected. The external and internal inspection process was performed on the suspect syringe module and the concomitant pcu. For the suspect syringe module, incidental findings included dried fluid residue on the upper area of the right (male) iui connector, a crack on the front case in the blue section near the top disk holder, physical damage along the right edge, and fluid residue on the latch assembly rail. Internal inspection revealed dried fluid residue in the left iui cavity; all other internal components and cable connections were in good condition. The logs from both the pcu and syringe module were retrieved to determine the details of the reported event. According to the facility, the event occurred on 06nov2025; however, the time was not reported. A review of the pcu error log did not reveal any errors that may have contributed to the reported event. The logs below show the events from 06nov2025 at 10:09 am, when the pcu and syringe module were powered on, until 11:08 am, when the channel off key was pressed, turning off both devices: at 10:09 am, the pcu and suspect syringe module (B)(6) powered on. The channel was programmed for gentamicin (drug ID 47) with a rate of 7.2ml/hr, vtbi of 6.8301ml, and syringe type bd 10ml. The infusion started with a pvi of 4.5441ml. At 10:17 am, multiple illegal key presses were recorded (key_soft_14 pressed 8 times), followed by channel select and restart commands. Between 10:19 am and 10:26 am, key_soft_14 was pressed 23 times. Immediately after, the infusion was paused and restarted during the same minute, with pvi increasing slightly. Shortly after, the infusion was paused again and restarted, with additional illegal key presses recorded during this period. At 10:29 am, the user updated the infusion rate to 14.4ml/hr. The infusion resumed and continued until completion. At 10:50 am, the infusion completed with a pvi of 11.3742ml. A new infusion was programmed at 4ml/hr with vtbi of 1ml, and more illegal key presses were recorded. At 11:06 am, the second infusion completed with a pvi of 12.3742ml. At 11:08 am, the channel off key was pressed, powering off the syringe module and pcu. The total primary volume infused (tvi) from the time the infusion started at 10:09 am until the suspect syringe module was powered off was calculated to be 12.3742ml. Per the bd alaris user manual version 12.3.2, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The manual also states not to use a device with any damage. Send it to biomedical engineering for repair. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of the device stopping infusion and entering standby mode could not be determined. Log analysis did not show any instances of standby or power-off during the infusion of gentamicin as reported. The suspect syringe module was fully evaluated, including volume accuracy testing, functional infusion testing, and preventive maintenance. All results were within specification, and no anomalies were observed. These findings suggest that the device operated as designed during testing. Note that this report lists imdrf annex a1801, g02017, c0503, d08, g04037, d15, c0601 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported device stopped infusing. Gentamicin, programmed at 0.3ml/hr stopped infusing. The device went into standby mode when the device displayed a yellow light. The clinician did not pause or delay the infusion. The device was turned off, restarted, and there were no infusion issues. There was patient involvement but no harm.